Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six (6) events were reported for this quarter. Six (6) devices were received. Two (2) events were confirmed during testing. Two (2) devices were found to be affected by corrosion. Four (4) device evaluations are in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes six (6) malfunction events in which an accessory broke while using with the device. Four (4) events had patient involvement (two (2) during craniotomies, two (2) during unknown procedures); no patient impact. Two (2) events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 devices were received. 4 events were confirmed. 4 devices were found to be affected by corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which an accessory broke while using with the device. 4 events had patient involvement (2 during craniotomies, 2 during unknown procedures); no patient impact. 2 events had no patient involvement; no patient impact.